Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-06775, 0001825034-2018-06760. Concomitant medical products: e1 vngd as tib brg 11x75 item# ep-189081 lot# unknown, biomet cc I-beam tray 75mm item# 141224 lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial right total knee arthroplasty and subsequently the patient was noted to have deep vein thrombosis. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was not evaluated and the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.